Event description:
It was reported that during a ptca/stent procedure, while post dilatating two stents deployed in tandem, a balloon rupture occurred. While attempting to remove the balloon catheter, a very tight resistance was felt. Upon removal from the anatomy it was noted that part of the shaft and balloon had separated. The fragmented section was successfully retrieved. Reportedly there was no patient injury.